Event description:
According to the reporter, during laparoscopic of inguinal hernia, while fixation of the mesh, the device broke. The shaft bent and broke during the surgery. A new fixation device was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was broken. Half of the shaft was disengaged from the device. Tacks were visible in the tip of the shaft. Functional testing was precluded due to the observed condition of the instrument. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic of inguinal hernia, while fixation of the mesh, the device broke. The shaft bent and broke during the surgery. A new fixation device was opened and used to complete the case. There was no patient injury.